Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the lens stuck in the injector and did not fully eject into the eye. Hence a new lens was used to complete the surgery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device and the lens were returned. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to mid-nozzle. The lens was returned outside the device, adhered by ovd (ophthalmic viscosurgical device) to the nozzle tip. The lens was not returned "stuck in injector" as described. The lens had scratches and cracks from the edge to the center of the lens and in the gusset area of both haptics in the travel path of the plunger. This damage may indicate a plunger underride occurred. Complaint history and product history records were reviewed, and the documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. The reported complaint could not be verified because the lens was returned outside of the device. The lens had scratches and cracks from the edge to the center of the lens and in the gusset area of both haptics in the travel path of the plunger, which may indicate a plunger underride occurred. The root cause may be related to a failure to follow the IFU(instructions for use). A non-qualified viscoelastic was used in the device. The IFU instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, an alcon qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The manufacturer internal reference number is: (B)(4).